Event description:
New information received notes that the patient presented in clinic for procedure. During procedure, the right ventricular lead was showing normal defibrillation impedance value when connected to a new implantable cardioverter defibrillator (ICD) placed. Only the chronic ICD was explanted and replaced. Patient condition was stable.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that exhibited high defibrillation impedance. No changes or intervention was reported. The patient was in stable condition.